Manufacturer narrative:
(B)(4).

Event description:
It was reported that the connector of the pulse generator would not accept the atrial lead. The device was not used and a unable to connect atrial lead to is1 port on endurity dr pacemaker. A medtronic pacemaker was used as a replacement.

Manufacturer narrative:
Final analysis found foreign material -epoxy- on the contact spring of the atrial port, resulting in the atrial lead could not be inserted.